Event description:
The customer contacted stryker to report that their device does not fully boot up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the removed system pcb and determined the root cause was due to sbc (single board computer). Stryker scrapped the device and sent a replacement to the customer.

Event description:
The customer contacted stryker to report that their device does not fully boot up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.